Event description:
Using an alaris [infusion] pump, the infusion rates were programmed incorrectly switching the infusion rate for the tpn [total parenteral nutrition.] The lipids were ordered to run 16 hours but finished in 3 hours.